Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA, stating that the device "will not hold the bit". It is unknown if this event occurred during surgery. It was reported that there was no patient/user injury or medical intervention. No additional information available.